Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction (missing thixotropic adhesive (ke45) on the forceps cover, a pink rubber chip at the edge, and a pinhole in the cement of the light guide (lg) lens) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center with a report of a minor leak. This issue does not indicate a medical device reportable event. However, a medical device reportable malfunction was found during testing at the service center. During inspection, missing thixotropic adhesive (ke45) on the forceps cover, and the pink rubber probe is chipped at the edge. In addition, there is a pinhole in the cement of the light guide (lg) lens was found. There was no patient involvement.